Manufacturer narrative:
The biomedical engineer reported that gz telemetry transmitter gz-130pa sn unknown was monitoring a patient without any issues. The staff wanted to add another gz telemetry transmitter gz-130pa sn (B)(4) (with ip (B)(4) address) to a different central nurse's station (cns) to monitor a different patient, but when they turned on the device and selected the bed ID under the monitor bed window on the cns, the gz copied the patient information and waveforms from the gz telemetry transmitter that was initially mentioned, gz-130pa sn unknown. The initial telemetry transmitter (gz-130pa sn unknown), continued to monitor the patient without any issues, but the bed ID would change to that of the second telemetry transmitter (gz-130pa sn (B)(4)) but physically on the gz, it was still the bed ID of the first telemetry transmitter. They verified there was no ip conflicts. Gz-130pa sn unknown. Software version 2-22. Tele bed ID unknown. Ip information unknown. Gz-130pa sn (B)(4). Software version 2-22. Tele bed ID unknown. Ip information (B)(4). There is another complaint that was reported on (B)(6) 2022 on another gz telemetry transmitter with the same ip (B)(4). Address and another gz unit that was having similar issues and is being addressed in (B)(4). (B)(4) was reported to nihon kohden first and complaint (B)(4) was mentioned afterwards. (B)(4) provides a clearer picture of what is happening as there is more device information in it than this complaint. No patient harm was reported in both complaints. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Telemetry transmitter: model: gz-130pa. Sn: ni. Central nurse's station(s): model: ni. Sn: ni.

Event description:
The biomedical engineer reported that gz telemetry transmitter gz-130pa sn unknown was monitoring a patient without any issues. The staff wanted to add another gz telemetry transmitter gz-130pa sn (B)(4) (with ip (B)(4) address) to a different central nurse's station (cns) to monitor a different patient, but when they turned on the device and selected the bed ID under the monitor bed window on the cns, the gz copied the patient information and waveforms from the gz telemetry transmitter that was initially mentioned, gz-130pa sn unknown. The initial telemetry transmitter (gz-130pa sn unknown), continued to monitor the patient without any issues, but the bed ID would change to that of the second telemetry transmitter (gz-130pa sn (B)(4)) but physically on the gz, it was still the bed ID of the first telemetry transmitter. They verified there was no ip conflicts. Gz-130pa sn unknown. Tele bed ID unknown. Ip address: unknown. Gz-130pa sn (B)(4). Tele bed ID unknown. Ip address: (B)(4). There is another complaint that was reported on (B)(6) 2022 on another gz telemetry transmitter with the same ip (B)(4). Address and another gz unit that was having similar issues and is being addressed in (B)(4). (B)(4) was reported to nihon kohden first and complaint (B)(4) was mentioned afterwards. (B)(4) provides a clearer picture of what is happening as there is more device information in it than this complaint. No patient harm was reported in both complaints.

Manufacturer narrative:
Details of complaint: the customer reported that when the staff attempted to admit a gz telemetry transmitter (tele 81), the device took on the patient information from another gz transmitter device (tele 73). No patient harm was reported. Investigation summary: the service history for this facility was reviewed to find similar events. Under ticket 132013, the customer reported another occurrence of the same issue. The proposed resolution was to reboot the server. On 3/21/2022, the customer stated they were looking for the right time frame to perform the server reboot to minimize down time in patient monitoring. On 5/13/2022, the customer called back to report the same issue. Under ticket 150060, the customer reported the issue continued to occur sporadically. On 8/26/2022, the issue was reported resolved by adding an additional ip address to the telemetry server configuration tool. No other reports of duplicate patient information found. The configuration of the telemetry system caused the reported issue. Configurations are verified for performance at system design and install. When there is an addition or removal of devices from the network, the configuration file would need the corresponding update.

Event description:
The customer reported that when the staff attempted to admit a gz telemetry transmitter (tele 81), the device took on the patient information from another gz transmitter device (tele 73). No patient harm was reported.